Event description:
It was reported that a scheduled review showed noise on this right ventricular (rv) lead. The stored electrograms (egms) show the rv lead noise has resulted in multiple non sustained ventricular tachycardia (nsvt) episodes recorded by the device. The rv lead daily measurement with sensing and impedance measurements are stable. The patient was seen in clinic in september of last year. At this time, the rv lead remains in-service. No adverse patient effects were reported.